Event description:
Related to MFR report #2183959-2012-00136. The pt was implanted with an ams apogee graft. It was reported that the product caused the pt to, "suffer infection or inflammation, tissue abrasion, and other severe adverse health consequences." It was also indicated that the pt "suffered serious bodily injury, mental and physical pain and suffering."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.